Manufacturer narrative:
The investigation for the reported aic soft key/knob issues has been completed. The aic was returned for evaluation. Visual and functional evaluation found that the device functioned as expected. The reported error could not be reproduced. There were no signs of damage to the device. Logs were reviewed which revealed imc_kbd errors at different times during use but not consistently. Therefore the root cause of the reported issue could not be determined since the issue could not be reproduced.

Event description:
The user facility reported a console (aic) in use on a 49 year old female requiring mechanical circulatory support. It was reported that the softkeys were not responsive, the menus could not be opened, and the grey knob also had no effect. There was no harm to the patient as a result of this incident.